Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) canada to report a battery charge issue with his onetouch verioiq meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the subject meter stopped turning on at an unknown date and time, one month prior to contacting lfs. At the start of the reported issue, the patient managed his diabetes with "liburid" tablets. Prior to the meter not turning on, the patient reported that he experienced symptoms of "dizziness and sweating." He also reported that he had consumed "less food on that day." He indicated that he went straight to the hospital where a blood glucose result of "2 mmol/l" was obtained on the ER/hospital meter. He reported that he was "offered a sandwich and a yogurt by the hospital and was requested to lie down and rest." He indicated that an unknown time later a blood glucose result of "7 mmol/l" was obtained on the ER/hospital meter. He reported that he was hospitalized for 24 hours and his medication was changed by the doctor to metformin 500 mg tablets (twice a day). During troubleshooting, the csr noted that the patient was not using the meter for the first time and based on the information provided there had been no misuse of the product. The patient was unable to confirm whether he was using the correct test strips and he did not notice the battery indicator or message per labeling appear prior to the meter not turning on. He was unable to perform a rapid charge. As the patient did not have test strips available, it was not possible to walk through inserting a test strip per owner's manual to see whether the meter turned on. The meter did not turn on when the power button was pressed for at least 10 seconds. Based on the information provided, the csr's assessment was that there was an issue with the meter. Replacement products were sent to the patient. Although the patient was treated for severe hypoglycemia by an hcp, there is no indication that the subject meter caused or contributed to this serious injury as the patient had become symptomatic prior to the meter not turning on. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved after troubleshooting.